Event description:
It was reported to medtronic minimed that the customer experienced critical pump error (open book image) and exposed to moisture. The customer reported no adverse event. The event involved product(s) mmt-1782k. Troubleshooting was performed and found that the insulin pump performed safety checks and the error was found. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. Mmt-1782k was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using (thus software). The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might have triggered the reason complain. During download history review, pump error 63 alarm was recorded on (B)(6) 2024 at 17:34:02.000 hour. Proceeded by cutting unit open and performing a visual inspection of connectors and electronic assemblies. Per visual inspection, it was determined that the ingress of water corroded electronic assemblies, motor assembly, force sensor gold traces, and keypad flex connector gold traces causing an unexpected electrical short. Unit also received with cracked case-corner of belt clip rails, cracked case (battery tube), cracked keypad overlay, pillowing keypad overlay, missing display window/cover, scratched case, and cracked case in conclusion customer concern of critical pump error open book image alarm was confirmed. After this deconstructive analysis, it was determined that pump error 63 was caused by corroded electronic and motor assembly. Therefore, isolate to an electronic and motor assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.